Event description:
It was reported that the user¿s ilet was exposed to water after being pushed into a lake, resulting in device damage, and the user elected to resume use of a prior ilet while pairing a g7 sensor and completing a supplies change with agent assistance. Symptoms included the user not feeling well and needing to address blood glucose, without reports of hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no hospitalization, no emergency treatment, and no medical intervention beyond routine device guidance. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.